Event description:
Reportedly a 3.0x18 mm xience v failed to cross to treat two non-abbott stents which had restenosed and were located in the mid circumflex with mild tortuosity and heavy calcification. The xience v was repositioned and attempted to cross again; however, on fluoroscopy it was noted that the xience v stent had become dislodged and was located on the proximal end of a non-abbott guiding catheter. The non-abbott guiding catheter was withdrawn and the stent was successfully withdrawn from the patient anatomy without further incident. The procedure was completed with plain old balloon angioplasty including a 2.5x12 trek and a 3.0x15 trek. The patient was fine post procedure. No adverse patient effects were reported. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis noted the dislodged stent was returned on an extra sport guide wire. The xience v stent delivery system (sds) was not returned. There was blood visible on the struts consistent with the sds and stent advanced into the patient anatomy. There were stretched struts in the distal end of the stent implant. The extra sport guide wire was returned with blood on the tip coils and core. The stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the multiple attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction with the calcified lesion would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no indication of a product quality deficiency.